Event description:
It was reported that during treatment the pump showed a low vacuum and made a loud grinding noise. A backup was not available at the moment of the failure so the treatment was changed from wet to dry dressing while waiting for the backup.

Manufacturer narrative:
As a result of the lack of circulation to his foot, the patient had to have more of his foot amputated.